Manufacturer narrative:
The actual device was evaluated by a fresenius tech who performed mechanical and nocturnal testing on the machine. The machine passed all nocturnal testing; however, it was found to have failed its mechanical eval. The machine's heparin pump was replaced and the machine was returned to service. An investigation of the device mfg records was also conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, a lot trend eval was conducted which confirmed the labeling, material, and process controls were within specs. The heparin pump failure reportedly caused the pt to lose approx 300 ml of blood due to clotting. The pt did not suffer serious injury or required medical intervention and has resumed hemodialysis treatment with the device.

Event description:
A hemodialysis home pt reported that there was no heparin delivered (should be 1.2ml/h) after the initial heparin bolus (1.2 ml). As a result, approx 300ml of blood was discarded at the end of the treatment due to clotting. The pt was able to complete treatment with no ill effects.